Manufacturer narrative:
The complaint investigation was performed by evaluation of the device engineering logs. Upon thorough review, no device malfunction or failure was identified. The device logs confirmed that the ilet was operating as intended, with insulin delivery requests occurring at regular intervals and no motor errors or malfunction alerts observed. Alerts for elevated glucose levels were generated appropriately and were acknowledged by the user. Although the user reported a leaking cartridge, this issue could not be confirmed through available data, and no evidence of device-related failure contributing to the event was identified. The hyperglycemic event, which resulted in hospitalization, was likely related to an interruption in insulin delivery; however, a definitive root cause could not be established. No product was returned for evaluation. A review of manufacturing records is pending. Based on the available information, the investigation remains inconclusive at this time.

Event description:
On (B)(6) 2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 390 mg/dl following a supply change. The user was transported to the hospital by a caregiver where the user was diagnosed in a near diabetic ketoacidosis condition and treated with fast-acting insulin and discharged (B)(6) 2026. No long-term health effects were reported.